Manufacturer narrative:
External insulation abrasion was noted at 36.2 cm to 36.4 cm from the distal tip consistent with lead friction to device can.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Pre-operative interrogation showed the patient¿s right atrial (ra) lead was oversensing noise. The patient was asymptomatic. The ra lead was explanted and replaced with new lead. The patient was stable throughout procedure.